Event description:
It was reported that one day post dialysis catheter placement, the catheter was allegedly leaked. The port was removed and replaced using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the sample was not returned for evaluation. However, one electronic photo was provided for review. The photo shows one glidepath dialysis catheter implanted in a patient. The bifurcation was found sutured to the patient body. Both the clamps appeared closed. The blue extension leg was found crimped near the extension leg hub. No fluid leak was noted in the device. Therefore, the investigation is inconclusive for the reported fluid leak issue as no fluid leak was noted on the provided photo and the exact circumstances at the time of the reported event are unknown. However, the investigation is confirmed for the identified material deformation issue as the blue extension leg was found crimped just distal to the hub. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: b5, e1, d4 (expiry date: 01/2023), g3, h6 (device, method). H11: h6 (result, conclusion). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The device has not been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. Expiry date: 01/2023.

Event description:
It was reported that one day post dialysis catheter placement, the catheter allegedly leaked. The procedure was completed using another device. There was no reported patient injury.